Event description:
Dampening of pa catheter, cco catheter placed (B)(6) 2015 for cardiac surgery. Patient was transported to ICU with flush infusing to distal pa port, but in less than 24 hours postop, the catheter was repeatedly dampening, responsive to flush but only transiently. Is this due to recent removal of heparin coating of pa catheters by manufacturer (edwards)?